Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid ("10. Something" mg/day; concentration unknown) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 01-oct-2018 the hcp reported that the patient had a pump revision done in 2015. The patient said it was because the catheter came off of the pump about a year prior to the revision surgery which took place on (B)(6) 2015. No patient symptoms were reported. The hcp noted that an x-ray showed the patient only had a pump implanted. No further complications were reported/anticipated.